Manufacturer narrative:
Initial testing was done at user facility. The device ac power cord is expected to be returned for investigation. It has not been received. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the ac power cord prongs were bent. The device was returned to the biomedical dept with an unsigned not that indicated "broken." No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.